Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. Evaluation inspected the device per downstream occlusion testing and the device passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor readings out of specification. The force sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.